Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Device alarmed a signal too weak alarm and program alarm anomaly alarm. After troubleshooting, customer was advised the device will need to be replaced. Customer agreed to return the device for analysis.